Manufacturer narrative:
D4: serial number=na

Event description:
It was reported by the affiliate, that during a laparoscopic cholecystectomy procedure, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.